Event description:
No additional information report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h4, h6. The reported event was able to be confirmed via product return. Visual examination of the returned product identified signs of repeated use, nicked and gouged, and has one of the tabs fractured off. Review of the device history records identified no deviations or anomalies during manufacturing. The device has a potential field age of 13 years and exhibits signs of repeated use; the root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during knee arthroplasty that the tibial impactor fractured upon impaction with the tibial tray. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.